Event description:
It was reported that the white battery cable had a fissure on it. The patient experienced low voltage advisory while connected to fully charged batteries two days ago, they had been keeping the contacts clean prior. Patient changed out one of the battery clips without any reoccurrence. Log files were provided for review which captured a lot of low power advisory alarms and odd voltage trends while the patient was connected to batteries indicating a weak connection between them. The log file also contains two clusters of power cable disconnect alarms because of the patient having both power leads unplugged at the same time. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.